Event description:
During induction of anesthesia, the anesthesiologist reported that they were unable to ventilate the pt because there was no pressure in the breathing circuit. They could not generate pressure with the machine flush valve or with the ventilator. The apl valve appeared to be intact from the outside. Similar problems have happened with the same model of anesthesia machine on at least 2 other occasions.